Event description:
It was reported that during a laparoscopic procedure, the device did not work. Another device was used to complete the procedure. No other details of the event are known. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Articulation gear teeth. The analysis showed that the ats45 device was received with the articulation mechanism damaged and without a reload present. The device was tested for functionality with test reloads on the three articulated positions; on the right and center it fired, cut and formed the staples as intended. However, on the left side the device malformed some staples. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.